Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and cellulitis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.